Event description:
Caller reported that their pump screen was not functioning and could not be turned on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.